Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 3:1 cutter 1510753 and 1.5:1 cutter 1512382 for evaluation. Evaluation of the device on 22 july 2019 noted that the comb was out of shape and was not allowing the cutter to roller smoothly. None of the pretests could be performed due to the bent comb. On 27 september 2019, the customer informed zimmer australia that they had purchases new devices and wanted their device returned unrepaired. The mesher was then returned to them the same day unrepaired. The device was tested and inspected. While the service technician confirmed that the comb was bent, which cause the device to snag a graft as it would be fed through the device, it cannot be determined from the information provided as to what caused the comb to become bent. In addition, there was no mention of the device being difficult to close or lock. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was not locking and tearing skin when advancing through the rollers. The mesher grid was twisted. The skin board was not feeding through the mesher and bolts were stiff and cannot easily pull out. The grid was not sitting level. The event occurred during surgery. There was no harm reported. There was a delay of 16-30 minutes. The surgery was completed using an alternate device. The problem caused impact/damage to graft harvest, but the graft harvest was able to be used and no additional unplanned graft harvest required from the patient. No adverse events were reported as a result of this malfunction.